Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp fluid path intravia container 250 ml capacity leaked from the seal near the intravenous ports. The device contained four (4) vials of fibrinogen. This was discovered prior to shipping the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (remove "05/31/2029" and update the null value to n/a), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.